Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and could not identify a malfunction in relation to the erroneous low platelet count reported for the patient sample. The fse suspected the issue was sample related. However while onsite and separate from the reported issue with the erroneous low platelet count, the fse observed the diff (differential) scatterplots were out of alignment and poorly focused. The fse found the optical bench defective and replaced the part resolving the issue with the diff scatterplots.

Event description:
The customer reported an erroneous low platelet count was generated on (B)(6) 2014 for one patient sample when using the coulter act 5 diff cap pierce (cp). The sample was tested two times on the analyzer, and platelet test results of 6 x 10^3 cells/ul were reported out of the laboratory. Upon review of the patient test results, the doctor sent the patient to the hospital. Another sample was acquired from the same patient and tested on another analyzer, with higher platelet test results of 46 x 10^3 cells/ul obtained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to user or patient treatment associated with this event.